Event description:
Additional information received from the consumer reported the circumstances that led to the emi from the hospital room was the faci lity choosing to put a large magnetic machine in bed. The consumer told the staff about it, but they didn¿t take the issue into consideration of how much pain it put them in, caused them to lose a lot of their memory, and damage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported that they are feeling like there is emi interference while in their hospital room. Caller stated that it is very difficult to get out of bed and they feel like it is pulling them. Caller also stated that they have a lot of metal in their body implant like having their hips replaced. Patient services (pss) reviewed that a hospital bed is not likely to have any eri interference. The caller stated that they have a pain sensation, pressure and a pulling sensation in there in head. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned that this has been going on for 4-5 months. The caller stated that they attempted to contacted the dbs nurse but have not heard back. The caller stated that they would attempt to call the healthcare provider (hcp) office again tomorrow. The patient called back from the phone number listed in the 'phone 2 ext' field and repeated information previously reported in this case regarding the pulling sensation in their head and how it seems very heavy. The patient added that it was hard to pick up their feet when they walk in their hospital room. Agent reviewed role of patient services and redirected the patient to their hcp to further address their concerns. Agent reviewed that the hospital can call mdt for information if they feel the dbs might be related to what the patient has been experiencing, but the patient said they do not think the dbs is causing the problem. The patient said they will follow up with their hcp. The patient called back from 'phone 2' phone number and repeated information regarding emi interference in their hospital room, spec ifically that they feel pulling in their head. The patient said the emi was very strong and they could feel it through the floor. The patient added that last night they felt a burning sensation in their head on their right side by the temple. The patient said they have been trying to get away from the emi, but their hcp won't release them from the hospital. Agent reviewed role of patient services and redirected the patient to their hcp to further address the issue.